Event description:
It was reported the patient was experiencing pain at the implant site which started 3-4 years after the 2007 implant date. The patient has gone to the emergency room multiple times and has been given pain medications (demerol and phenergan). It was noted when the patient was lying down stimulation was "at a 10" and felt like it was "at 20." It was also reported the patient had a fall where she hit her head on a washing machine. The patient had "knee jerking." It was noted the device was "at an 8" and she was still hurting. The patient had back surgery in 2001 and had a bolus shot and morphine drip before an implantable neurostimulator (ins) was implanted in 2002. It was noted the patient had horrible pain at the ins location and "wetting." The patient had been falling since having the device. The symptoms occurred 3-4 years ago. It was noted the last emergency room visit was a couple of weeks ago and she was given percocet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3487a-33, lot# j0217084v, implanted: 2002 (B)(6), product type lead, product ID 3487a-33, lot# j0217084v, implanted: 2002 (B)(6), explanted: product type lead. (B)(4).

Event description:
Addition information received reported that the patient experienced a loss of therapeutic effect. The patient had "extreme" pain at the location of the implantable neurostimulator (ins), right and left legs, and the lower back all the way through her hips, thighs, and into her feet. It was also stated that the patient had leg weakness and difficulty walking. These symptoms occurred after a fall, but the details of the fall were unknown. It was noted that the ins was at 9.0v. It was also noted that the patient has made "several" calls reporting that her legs "give out" and mentioning stimulation in the wrong place, pain at the ins site, overstimulation, and stimulation changes with positional changes. It was stated that the patient had a hard time concentrating because the pain was "an all-consuming circle that she could not get out of." Less than a week later it was reported that the patient had "no pain relief" for her legs and hips, but she could feel a stimulation sensation from her waist to her feet. It was reported that she could get pain relief when the stimulation was turned up "really high", but then it affected her walking and when she laid down she got "over stimulated." It was stated that the patient "falls a lot." The patient had degenerative disc disease, and her health care provider (hcp) wanted to do knee surgery. The patient reported not being able to control her leg and that her leg "shakes" when she uses the accelerator in her car. The device was at 9.0v and the patient did not want to turn it down/off because then the pain would be unbearable, even though she had a high level of pain with the device on. The patient was taking dilaudid for pain relief and she was going to see her doctor on (B)(6) 2012. One week later it was reported that the patient's device was reprogramed on (B)(6) 2012, but she went to the hospital that night due to pain. The patient was unable to adjust program 2 which was stated as the cause of the pain. The company representative adjusted program one and it was stated that, "that was a little better as far as pain coverage." It was reported that program 2 "had an arrow with a line which was not allowing her to adjust." Further information has been requested; however, none was available at the time of this report. If more information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2012-10101.

Manufacturer narrative:
(B)(4).